Event description:
A report was received that a patient was revised due to experiencing headaches and nausea. X-ray showed that the lead had migrated and it was putting pressure on the spinal cord, causing the patient's symptoms. The patient is reportedly doing well following the revision.